Manufacturer narrative:
Date of event: exact date of postoperative pfna nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with proximal femoral nail anti-rotation (pfna) system on (B)(6) 2020. The pfna nail broke three (3 ) weeks post initial surgery. Patient was readmitted to the hospital on (B)(6) 2020 due to broken nail and unstable fracture. Patient underwent the revision procedure on (B)(6) 2020 for extraction of broken nail & insertion of a new nail. No further information provided. Concomitant device reported: pfna blade (part# unknown, lot# unknown, quantity# 1); pfna end cap (part# unknown, lot# unknown, quantity# 1); locking screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna ø9 sm 130° l200 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: a manufacturing record evaluation was performed for the affected work order 16600134 / lot number: 4l68705 (nail finished good product), and no non-conformances, other abnormalities nor deviations were found. Summary of manufacturing evaluation: during the investigation, the features which are relevant for the complaint condition 16.5 mm, 9 mm, 4.4 mm and chamfer 0.2-0.3 mm were measured, and have fulfilled their specifications according to the drawing. On the other hand, the 2 (two) measurements oblong hole 5.1 mm and position oblong hole 5.1 could not be measured because the part is damaged in this position. Besides, during the manufacturing process these features were inspected through the inspection sheet and the entire lot has passed its specifications. Therefore, the product was manufactured according to its quality standards and any manufacturing issue has been excluded. Conclusion summary : based on the investigations results, this complaint is rated as confirmed since the nail is damaged as claimed by the customer. All measured features are within specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. The dimension and position of the oblong hole could not be measured since the breakage occurred at his point and traces of use can be seen. Besides during the manufacturing process the critical features were inspected through the inspection sheet and the entire lot is within specification. Therefore, from the manufacturing point of view the part completely meets it specifications and quality standards. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. For further details see attached document. Device history lot: part: 472.431s, lot: 4l68705, manufacturing site: bettlach, release to warehouse date: may 27, 2019, expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Modified event description: concomitant device reported: pfna blade (part# 04.027.032, lot# 9838856, quantity# 1); unknown pfna end cap (part# unknown, lot# unknown, quantity# 1); locking screw (part# 04.005.522, lot# 5l60974 , quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.